Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Using the 6c2, the customer performed an abdominal ultrasound. At the level of the sma, there was an artifact showing a duplicated sma and aorta. There did not appear to be any other duplications or issues in the image. This was corroborated with color doppler. Patient's previous exam showed normal anatomy. Investigation is in process.